Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient was without stimulation. It is unknown when the patient last charged her ipg. Subsequently, the patient underwent surgical intervention where the ipg was removed and replaced. The patient reported effective coverage postoperative.

Manufacturer narrative:
Field advisories: 1627487-07262012-002-r and 1627487-12192011-003-r. These ipg serial numbers were included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.